Event description:
It was reported that a user during their first week on the ilet pump experienced hypoglycemia after announcing their usual breakfast and consuming their normal carbohydrate amount; glucose rose slightly at first bite, then trended down to a nadir of 61 mg/dl, and the user treated with oral fast-acting carbohydrates including candy and cookies, followed by education on staged 5¿15 g carbohydrate treatment and reassessment. Symptoms included low blood glucose. Outcomes included resolution without escalation of care or hospitalization. Investigation included complaint handling and user troubleshooting with education on hypoglycemia treatment. Investigation of this case revealed no device malfunction identified and a cause that remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.